Event description:
It was reported that the device could not be interrogated and was unresponsive to magnet application. Premature battery depletion was suspected. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, inability to interrogate and no magnet response were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information received indicated that the device was explanted and replaced. The patient's condition was stable before, during, and after the procedure.